Event description:
Smith medical lumbar puncture tray - items 4827-20, 4826-20, 4825-20. Spinal needle is not compatible with luerlock syringe which results in leaking at syringe hub. Results in chemotherapy exposure to staff and inaccurate doses of intrathecal chemotherapy, potential for harm to both patients and providers. Reference reports: mw5159508, mw5159509.